Event description:
Information was received via a manufacturer representative regarding a patient with pre-op diagnosis for mistlif therapy. It was reported that the cage back out. Patient had lower back pain since 15th days radiating to lower limb. R>l. CT scan showed displaced fusion device at l5 s1 level causing stenosis after the 1st surgery. Revision case done on (B)(6) 2021. And the cage was explanted by open revision surgery. The cage was replaced by patient autograft only. No cage was implanted again. After the revision surgery patient is ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.